Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the evaluation revealed that the ez prime program on the pump was found to be working appropriately. A review of the pump's history did not indicate that a bolus was delivered or cancelled by the user on the reported event date on (B)(6). A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates on the reported event date. There were no alarms or warnings noted related to the complaint observed in the pump's history. A test meter was used and the pump was found to be delivering appropriately. A 29 hour flow accuracy test was also performed and the pump was found to be delivering within specifications.

Event description:
The patient's sister contacted animas on (B)(6) 2011 alleging a missing bolus in pump history. The patient's sister claimed that at approximately 5pm on (B)(6) 2011 she administered a 2.15u bolus to the patient using the meter remote. The patient's sister and mother observed that the bolus was delivered completely; however, that specific bolus was not recorded in the pump's bolus history. The reporter and the patient's mother discovered the issue when the patient's blood glucose was tested at 7pm that evening and she obtained a high blood glucose (bg) of 449 mg/dl. The reporter stated the patient felt "lethargic" at the time of the high bg. The patient was not tested for ketones. In response to the high bg the patient was given a 2.3u bolus with the pump. The patient's bg had dropped to 330mg/dl by the end of the call. At the time of troubleshooting, the reporter informed customer support that the patient started on the pump on (B)(6), 2011. The reporter confirmed all bolus' given before and after the alleged missing one were recorded in the pump's history. Customer support noted that radio frequency (rf) test was performed at time of troubleshooting issue and both the signal and quality were at 3. Reviews of pump history revealed no cancelled boluses, all boluses in history were complete and there were no associated alarms. Customer support was unable to determine cause of missing bolus record. This complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.